Event description:
It was reported that the pacemaker was found to be at end of service (eos) (B)(6) 2024 after having reached the elective replacement indicator (eri) on (B)(6) 2024. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with normal output and normal telemetry communication. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.